Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, the balloon inflated at around 4 to 5atm, however, it was noted that the balloon ruptured before reaching nominal size . The device was removed normally and the procedure was completed with a different device. No patient complications were reported.